Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Additional patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on 25 september 2017 with the implant of an ovation ix abdominal stent graft system. A previous type ii endoleak was identified on a computed tomography angiogram dated (B)(6) 2018 and deferred to vascular surgery for management. The type ii endoleak was previously treated with the addition of coiling in the sac at unknown time after consult with vascular surgery approximately (B)(6) 2021. At an unknown time in 2023 there was an aneurysm rupture and type iiia endoleak of the right common iliac artery. Patient underwent relining with (non-endologix) bilateral common iliac stents at some time in 2023.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the type iiia endoleak of the right iliac limb complaint is confirmed. The aortoiliac aneurysm rupture and additional endovascular procedure (bilateral non endologix stents in common iliac arteries) complaints are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely user related. No procedure related harms were identified. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to concomitant product use involving a non-endologix stent (right iliac branch extender), which likely contributed to the reported event. The final patient status was reported as discharged home on postoperative day two in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: medical device problem codes - remove code 4065. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.